Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first successfully installed by the user in (B)(6) 2010 and performed to specification up to the (B)(6) 2011. The device failed multiple self-tests due to a low battery between the (B)(6) 2011. An in range patient impedance was detected on the (B)(6) 2011 but no shock was advised. The device passed all self-tests up to the 6th september 2015, an in range patient impedence was detected on two occasions during this time however no shock was advised. Multiple manual power ups, mainly of 10 minutes duration were recorded between 8th-22nd september 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.